Event description:
A nurse in ccu reported to the hospital purchasing coordinator that the balloon leaked when tested prior to use. The product was discarded. The reporter provided a lot number but was uncertain if it was correct.

Manufacturer narrative:
Based on available info, this is deemed a reportable malfunction. The medical determination is that a recurrence of this malfunction is likely to lead to or contribute to a serious illness to a pt. A malfunction that leads to an increase in the leakage of fecal material from the device exposes the pt to the risk of wound contamination which may result in wound infection. Although the risk of wound contamination by fecal matter is greatly reduced with the use of the fms device when compared with other methods, the possibility cannot be completely ruled out. The product insert under precautions and observations warns end users to provide for skin care and interventions as some 'leakage of stool around the device' it is to be expected. In the hospital settings where these devices are used, the standard clinical practice is to cover wounds with appropriate barrier dressings to facilitate healing and to further reduce the risk of fecal contamination. No add'l event details are know at this time. (B)(4).